Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they got the last ins implanted in 2018 and tried that for a couple of weeks, but it did nothing as far as helping with their foot (pt mentioned they had reflex sympathetic dystrophy in their foot and ankle). Pt said they just decided to have the ins and lead removed on (B)(6) 2019. Pt said that they had lost so much weight that the ins did not have any padding around it and so it hurt when pt laid or sat down. Pt said they lost 30 pounds in 2018 and started to notice the ins hurting in maybe (B)(6) 2018. Pt confirmed they noticed it with previous ins as well. Pt mentioned that was part of the reason they just had everything taken out.